Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported error 23 on j1 and arm shaking during cuts. Mps reported the arm shaking during the distal and posterior chamfer cut. Mps also reported arm shaking when locked. Case type: tka. Update: patient was not under anesthesia.

Event description:
Mps reported error 23 on j1 and arm shaking during cuts. Mps reported the arm shaking during the distal and posterior chamfer cut. Mps also reported arm shaking when locked. Case type: tka. Update: patient was not under anesthesia.

Manufacturer narrative:
Reported event: mps reported error 23 on j1 and arm shaking during cuts. Mps reported the arm shaking during the distal and posterior chamfer cut. Mps also reported arm shaking when locked. Case number: (B)(4). Case type: tka. Update: patient was not under anesthesia. Device evaluation and results: as per the mps that the errors observed occurred while during surgery, unplugging the robot, moving it to another location and plugging into another outlet. This resulted in a voltage fluctuation which caused a few errors all unrelated to one another. Upon inspection of the robot, no problems were found. Adjusted the j5 cable to optimal range. All tests were optimal. System is ready for clinical use. Device history review a review of device history records shows that on 06/09/17 1 device was inspected. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999,rob586 shows no additional complaints related to the failure in this investigation. Conclusions: preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved, and no actual or potential patient harm existed for the alleged event. The failure could not be confirmed during inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.